Event description:
It was reported to boston scientific corporation that a resolution clip device was to be used for hemostasis during an esophagogastroduodenoscopy (egd) procedure, within the stomach, performed on (B)(6) 2012. According to the complaint, during the procedure, the user "closed the clip and pulled the scope back," but the clip assembly failed to release from the delivery catheter. The procedure was completed using another resolution clip device. Reportedly, the scope was not in a retroflex position and no procedural delay occurred as a result of this event. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
A visual examination found that the oversheath with blue sheath grip was not received with the returned device. Functionally, the clip assembly was able to be actuated and deployed; two distinctive clicks were audible. During actuation, the prongs opened to approximately 11mm. The condition of the returned incident device showed no evidence of either the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was to be used for hemostasis during an esophagogastroduodenoscopy (egd) procedure, within the stomach, performed on (B)(6) 2012. According to the complaint, during the procedure, the user "closed the clip and pulled the scope back," but the clip assembly failed to release from the delivery catheter. The procedure was completed using another resolution clip device. Reportedly, the scope was not in a retroflex position and no procedural delay occurred as a result of this event. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
Patient age/date of birth is unknown. However, the patient was over 18 years old. The reported event of clip failed to release from catheter. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.